Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, several attempts were taken to place the lead. However, the test threshold and sensing were not satisfactory. The threshold was 5v and the sensing was 0.7mv. The lead was replaced with a 1888tc-52. Replacement lead threshold was 1.8v and sensing was 2.8mv.